Event description:
Pt with a history of pvd and s/p aortobifemoral bypass in 1985, underwent cardiac catheterization in right femoral artery. Device was used for closure of the puncture site. Approx 36 hrs later, pt had short distance calf claudication, and approx. 1 month later, the right limb of his aortobifemoral graft was occluded. Ultrasound identified anchor at the bifurcation, partially occluding profunda, not in the common femoral artery. An angiogram on 1/10/97 confirmed occlusion of the superficial artery and the aortobifemoral bypass with reconstitution of the right profunda femoris artery in the high. Thrombectomy and revision of aortobifemoral bypass performed 1/27/97. There was no complication perioperatively or postoperatively. The right limb of the bypass was reopened and blood flow re-established.